Event description:
Person smoked a cigarette while oxygen in use resulting in second degree burns to the nostrils, upper lip mouth and digit of hand. Delay obtaining equipment information from stateserv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).